Event description:
It was reported that there were issues adjusting the valve. The valve seemed to change settings between visits with the doctor. The pt's family requested the adjustable valve be revised. The valve was tacked down to the dermal layer with suture on four corners. The valve seemed to have a bubble in it when explanted.

Manufacturer narrative:
(B)(4). The valve was patent and passed leak and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. All performance levels could be set with a single attempt. A performance level change could not be induced by laboratory personnel without using a magnet. The conditions of the complaint could not be duplicated by laboratory personnel. Medtronic neurosurgery has received no other complaints for this lot number. A review of the manufacturing records showed no anomalies. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. The instructions for use that accompanies the device also warns that there should be a maximum of 1 cm of tissue thickness over the valve mechanism to facilitate reading and setting the valve. All of our valves are 100% tested at the time of manufacture.